Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
It was reported that the patient expired on (B)(6) 2018. There was no further information provided. Attempts were made to obtain additional details but were unsuccessful.